Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: the device was returned and analyzed. The device met 96% of expected longevity: after explant. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model. The device was further noted to not be at elective replacement indicator (eri). (B)(4).

Event description:
It was reported that premature elective replacement indicator (eri) occurred with patient's implanted implantable cardioverter defibrillator (ICD). The patient's device was explanted and replaced without incident; no patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.